Event description:
Shock impedance increased to greater than 150 ohms and rv pacing impedance increased by approximately 200 ohms beginning on (B)(6) 2022 on home monitoring. Thoracic impedance has also increased to greater than 150 ohms, and both atrial and ventricular pacing percentages have increased to 100 percent. Patient to be contacted for wellness check and lead evaluated. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.